Event description:
During a routine monitoring visit at the (B)(6) on (B)(6) 2015 the following sae was noted: trace registry subject (B)(6) is a (B)(6)y/o female who had laparoscopic right renal cryoablation without complications on (B)(6) 2014. She has a history of morbid obesity with gastric bypass and back surgery. She takes prescription pain medication for pain and requires anticoagulation therapy with daily coumadin for a history of multiple deep vein thrombosis (dvts) and pulmonary embolisms (pes). She was anticoagulated with heparin for the procedure. According to the hospital records, when her coumadin was restarted with heparin bridging, the patient experienced a drop in hemoglobin and hematocrit (B)(6) 2014 (7.4/22.3) which further dropped in the morning of (B)(6) 2014 (6.6/19.9) and required 1 unit of blood to be transfused. She was monitored without further need for transfusion. The hospital stay was prolonged secondary to pain (possibly pre-existing) and not having help at home. She was discharged in stable condition on (B)(6) 2014. The subject's physician was not available to discuss this with me on (B)(6), but another study investigator decided it was unknown if the cryoablation procedure contributed to the drop in hemoglobin and difficulty with bridging. It is reported as an ae as a conservative measure and it qualifies as an sae because it extended the existing hospitalization.

Manufacturer narrative:
This event was discovered during a routing monitoring visit for the study. No device malfunction was alleged. The devices were not returned and a device investigation could not be conducted. Pain and bleeding are known potential complications of a cryoablation procedure and are listed in the system user manual and needle ifus as potential adverse events. No additional action is required. Device not returned.